Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to high current draw. Unable to perform displacement test or no delivery test due to motor error alarm. No motor position encoder error alarm during testing or in alarm history screen noted. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump alarmed a no delivery alarm, motor error alarm, and motor position encoder error alarm. Customer's blood glucose was 500 mg/dl. Customer was unable to check alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.